Event description:
It was reported that, on (B)(6) 2025, the patient underwent laparoscopic radical prostatectomy under general anesthesia. Postoperatively at 18:30, the patient was transferred to department under the supervision of anesthesia department staff while on invasive mechanical ventilation. The three-way foley catheter was securely in place with unobstructed drainage. Urine appeared pale red, and minor bleeding was observed at the urethral orifice. On (B)(6) 2025, the patient's three-way catheter balloon ruptured and spontaneously dislodged. The attending physician was immediately notified and examined the patient; no bleeding was observed at the urethral orifice. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2025, the patient underwent laparoscopic radical prostatectomy under general anesthesia. Postoperatively at 18:30, the patient was transferred to department under the supervision of anesthesia department staff while on invasive mechanical ventilation. The three-way foley catheter was securely in place with unobstructed drainage. Urine appeared pale red, and minor bleeding was observed at the urethral orifice. On (B)(6) 2025, the patient's three-way catheter balloon ruptured and spontaneously dislodged. The attending physician was immediately notified and examined the patient; no bleeding was observed at the urethral orifice. No medical intervention was reported.